Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient reported the blood glucose monitoring device does not give bolus advice like it is supposed to. During call, had patient perform measurement; value 364 mg/dl - active insulin 2.1 - bolus advice 1.8 units of insulin. Patient stated she does not know why no bolus advice came up in the morning and was not able to give more detailed information. No adverse event reported. Requested return of the alleged blood glucose monitoring device for evaluation.